Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the set screw was loose/detached.

Event description:
It was reported that the right ventricular lead had increasing threshold. It was capped and the pace-sense portion replaced. It was further reported that when attempting to connect the replacement lead into the right ventricular port of the device, the set screw was unable to be tightened down on the lead and it was questioned if it had been tightened all the way down in the first place. The device was removed and replaced. No patient complications have been reported as a result of this event.